Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 11.4 mmol/l. The customer stated that the pump has not been exposed to any moisture. The customer stated that a button was not pressed for 3 minutes or longer. The customer was advised to revert to a backup plan and speak to their nurse.